Manufacturer narrative:
H10: h6: we have now concluded our investigation for the complaint received. The batch record was not reviewed as no the part number provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. A complaint history review was performed for the lot and opo family reported, there have been further instances in the past three year. File held within the pilgrim/eqms system. The device was used for treatment. As no samples were returned a thorough product evaluation could not be carried out. However all product can only meet the specifications before release into distribution. The adhesive film lifted up may be caused by adhesion levels of the raw material used to make the film of this dressing. There are various controls in place during the manufacturing process of both the raw material and the dressing to identify when the adhesion is not in acceptable range, as per the product specification. There are also regular tests carried out to monitor the finished product. As with all adhesive products, the skin site must be thoroughly cleaned and dried prior to application. If there is any moisture on the skin surrounding the catheter, the adhesive performance of this dressing may be compromised. If the dressing becomes wet whilst applied, it may have to be removed and a new dressing applied. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a opsite post-op, was used to fix an indwelling needle, but the adhesive film lifted up and the lifted area close to the puncture point. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.